Event description:
Nurse manager states that on 3 separate pts the venous side of tubing clotted resulting in total blood loss. 2 pts were on maintenance heparin, 1 no heparin but is on oral anticoagulant, and is an established patient that has never had this issue before on other lines, and since went back to previous lines and w/ no issues.. Replaced volume lost with normal saline infusion, priming process is 300ml ns, then refresh ns at treatment initiation. Additional info: bfr 350 on 16 ga needles, chest avg.